Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that there was a material defect. At the time of removal, the needle was not locked and remained bare. The nurse was pricked and had to follow an aes protocol (emergency room passage, disinfection, and blood samples). There were no clinical consequences for the patient, but the incident posed a serious risk to caregivers. There was patient involvement. This incident was reported to the ansm under reference number: (B)(4).